Event description:
Follow up reported the patient had not been seen in the office since (B)(6) 2012. The patient had called the physician¿s office and reported a fall. The stimulation was noted to be off. Later it was noted they turned the stimulation back on and reported feeling better on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was carrying a load of wood and one piece hit him in the chest area approximately a week prior to the report. The patient had a progressive return of symptoms and when he checked his battery he found that the implantable neurostimulator (ins) was off. It was noted that there was a loss of therapeutic effect. It was reported that the patient turned the ins on and the patient symptoms returned to normal. It was later reported that the patient did not want to complain, only to question whether or not there was an issue with the device since he had hit it when he was carrying wood.

Manufacturer narrative:
Product ID: 3389s-40, lot# v742349, implanted: (B)(6) 2011, product type: lead. Product ID: 3389s-40, lot# v644608, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).